Manufacturer narrative:
It was indicated by the customer that all units used during the reported event were affected; and therefore, will not be returned to masimo for evaluation. Technical support will perform an onsite investigation. Upon completion of the investigation, a follow up report will be submitted. No patient incident was reported.

Event description:
It was reported that the medical staff of ward b/ c and emd are reporting different measurement issues related root vs nipb values. Suntech nipb technology is measuring much higher values (syst & diast.) Compared to hand measured bp and dinamap. (Re-)calibration / investigation service needs to be done asap. No consequences or impact to patient was reported.

Manufacturer narrative:
An on-site assessment was performed by masimo clinical staff to verify that appropriate equipment was used based on specific patient profile and category. Education was provided to the customer's neonatal staff since this was the main area that resulted with errors. The product involved in this event have not been returned to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device evaluated by manufacturer from "no; device evaluation anticipated, but not yet begun" to "not returned to manufacturer".